Manufacturer narrative:
.

Event description:
Account having problem with the siderails not latching. Tsr cleaned and lubricated the pins in the center arm assy, to resolve the problem with the siderails not latching.